Event description:
A complaint was received from a customer stated they recently replaced the batteries and now the meter works sporadically. While on the phone a review of the system was conducted. When the customer replace the batteries they used the wrong type. However, the correct type of batteries were installed and the unit activated. The customer then said that only half of the display was present. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.

Event description:
A complaint was received from a customer that stated pt recently replaced the batteries and now the meter works sporadically. While of the phone a review of the system was conducted. When the customer replace the batteries they used the wrong type. However, the correct type of batteries were installed and the unit activated. The customer then said that only half of the display was present. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.